Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-46539. It was reported a patient's right ventricular (rv) and atrial leads presented with noise. The atrial lead was explanted in a procedure on (B)(6) 2022. No changes were reported on the rv lead. Post-procedure the patient was discharged.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Additional information: d9, e1, e2, e3, g2, h3.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due the exposure of the outer coil in the abrasion zone consistent with friction to the device can.